Event description:
It was reported that, "while opening implants on a primary tkr it was noted by the scrub tech that a hair was present in the second blister package. The implant was passed off the field and another was opened without complication. Implant did not come into contact with any bodily fluids and considered clean."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.